Event description:
The patient was implanted with a left ventricular assist device (lvad). A pump exchange was reported via receipt of a device tracking form. The reason for the exchange noted: infection.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.